Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had a damaged insulation and this can be a conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during the central processing, the insulation of the maryland bipolar forceps instrument was defective with a melted/thermal damage. Damaged insulation was noted. There was no reported injury and no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with thermal damage at the grip base-electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to the user. Failure analysis found the primary failure of thermal damage - electrode to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.